Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was stated that in (B)(6) 2010 they had to go in and reconnect because she had somehow pulled the wires loose, off of her spine. In (B)(6) 2010 was the date they fixed it.